Event description:
Boston scientific crm received info that the pt with this pacing system reported that her pocket incision was open and red and had wires coming out that the physician had cut off. The pt also reported metal shard coming through the red spot. Additionally, the pt stated that she feels her heart banging and racing. She was also getting pins and needles in her hands and jolts in her elbow. The pacing system remains implanted. No add'l info is available at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.